Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Same pt as 6000089-2007-00497. It was reported that 457 days after a coronary drug eluting stenting treatment procedure, the pt experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). The target lesion was a 2.75mm, 99% stenosed, 4mm long portion of the 1st diagonal (1st dx). The physician treated the lesion with predilatation and placement of a taxus express2 2.75 x 8mm study stent. Residual stenosis was 10%. The pt was discharged the next day on aspirin and plavix. Four hundred and fifty seven days after the initial procedure, a stent thrombosis was noted to have occurred. It was noted to have been confirmed by angiography or ivus and resolved that same day. The physician performed a thrombectomy and poba to the 1st dx due to focal in-stent restenosis. Physician noted that the relationship to taxus stent was probable. The pt was discharged 2 days later.